Event description:
Prior to starting a da vinci si single site surgical procedure, the user site realized that the cannula was broken. The reporter claimed that the bowl of the cannula was moving freely around the cannula's shaft. The user site converted the da vinci si surgical procedure to a laparoscopic procedure. There was no allegation of harm or injury to a patient or fragments falling into a patient.

Manufacturer narrative:
Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering inspected the cannula and confirmed that the cannula's shaft can move with respect to the bowl feature. The weld joining the cannula's shaft and bowl was cracked around the circumference. Since the orientation of the cannula shaft relative to the cannula bow is critical to the function of the item, the cannula cannot be used. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.